Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the patient/initial reporter indicated that the patient had a 2.75 x 23 mm cypher stent implanted during the index procedure. Approximately eight (8) months after the index procedure, the patient was reported to have stopped breathing and was revived. Approximately three and one half (3 1/2) weeks after this event/nine months after the index procedure, the patient had a re-catheterization due to a re-blockage in the vessel. The patient stated she has bene re-admitted to the hospital three times since this event. Approximately nine and one half months after the index procedure the patient was shocked eight times with a defibrillator. One week after this event, the patient had an increase in heart rate to 150 (beats per minute) and was admitted overnight. Approximately ten (10) months after the index procedure the patient developed chest pain again. The patient stated that she had two (2) additional unknown stents implanted four (4) years prior to the cypher stent implantation. The patient has been experiencing increased anxiety lately over fear of her heart stopping again and will be having another catheterization soon. Attempts to obtain additional information have been unsuccessful.